Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented in-clinic during follow-up, the device was found to be in backup vvi. The patient returned to the clinic and a device download was successfully performed. After the download, the cybersecurity upgrade was performed. The patient was stable after the download and the cybersecurity upgrade.